Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 years and 6 months following the implant of a transcatheter aortic valve, the valve failed due to paravalvular leak (pvl) and central aortic regurgitation of unspecified severity. The patient was scheduled for a valve-in-valve procedure with a non-medtronic valve the same day as the onset of the regurgitation. Per the physician, a previously performed post-implant balloon aortic valvuloplasty (bav) may have contributed to the central aortic regurgitation, and the patient's left ventricular outflow tract (lvot) calcium may have contributed to the pvl.